Event description:
Concern for anastomotic leak due to the use of a covidien gia 80 / 3.5 stapler. (Gia8035). Return to surgery with anastomotic leak. Symptoms of anastomotic leak led to taking the patient back to surgery.